Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support provided information on how to reset the pump, assisted the caller in resetting it, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to call back if any issues reoccur, which they acknowledged and understood.